Manufacturer narrative:
(B)(4). (Exemption number e2015033). The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The recipient reported poor sound quality (echo and vibration) as well as tinnitus which abates when pressing on the head/implant site. Re-programming has not resolved the issue. The patient may be re-implanted.

Manufacturer narrative:
(B)(4). (Exemption number e2015033). Conclusion: device investigations did not reveal any device defect or problem which is expected to have been present whilst implanted, except for a short circuit involving channels 8 and 9 which could not be detected during investigation as the active electrode lead was severed during removal surgery. Reportedly, the active electrode partially migrated out of the cochlea, as confirmed by diagnostic imaging. Additionally, the recipient reported poor sound quality with the device as well as tinnitus, when pressing at the implant site. Following a complete insertion, achieved at re-implantation, the recipients benefit from the device improved and tinnitus was no longer observed. The investigation results appear to match the symptoms mentioned in the recipient report. This is a final report.

Event description:
The recipient reported poor sound quality with the device (echo and vibration) as well as tinnitus which decreased when pressing on the head/implant site. There was no report of accident or trauma. Re-programming has not resolved the issue. A CT scan indicated that 4 channels were extra-cochlear. Post-operative report indicated a full insertion was achieved at implantation. Five electrode channels were globally disabled. In situ measurements taken in (B)(6) 2018 showed channels 8 and 9 being involved in a short circuit. The recipient was re-implanted with a device with a shorter electrode array configuration, achieving a complete insertion. It was stated in the device explantation report that the active electrode lead was severed during removal surgery. The recipient was activated in early (B)(6) 2018, showing scores of 52% on cncs at 1 month and good sound field thresholds. Tinnitus has no longer been observed.